Event description:
Boston scientific received information that this implantable right atrial pacing lead exhibited impedance measurements greater than 2,500 ohms. An invasive procedure was performed and the lead was capped. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.